Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced signal loss and attempted to resolve the issue by replacing the dexcom g7 continuous glucose monitor (cgm) sensor multiple times before contacting support; during the call, the agent confirmed the new sensor was pairing and instructed to complete the full warm-up period. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no hospitalization. User support included remote troubleshooting and user education regarding correct pairing and required warm-up time. Investigation of this case revealed that the cgm was experiencing intermittent signal loss, consistent with known bluetooth behavior without a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely transient bluetooth connectivity issues.